Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was kinked. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that IV tubing kinking again with set number and lo.

Manufacturer narrative:
Photos taken by the customer confirm the tubing kink near the male luer. A quality notification was sent to the manufacturer. From the manufacturer's investigation, the most probable cause of the kink is that the kink happened after the set-up and is not manufacturing related. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.